Manufacturer narrative:
Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. However, unit passed displacement test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with cracked case at the display window corners, display window and battery tube threads.

Event description:
The customer was reported via phone call that, the liquid crystal display screen was cracked. The blood glucose was 100 mg/dl at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.